Event description:
Tip of screwdriver broke off during surgery the tip was easily removed. There was a surgical delay of 30 seconds. Surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product development evaluation: one cannulated stardrive screwdriver shaft for 3.0mm hcs t8 (part #03.226.004, lot # 7886677) was received for evaluation with complaint category "broke" and with complaint description "while the surgeon was inserting a 2.4mm compress screw, the 03.226.004 cannulated screwdriver shaft distal tip broke inside the compression sleeve instrument". The returned screwdriver shaft was manufactured in 7/2012 and making it approximately 18 months old. The use of this device is described in 2.4mm and 3.0mm headless compression screws technique guide (j6512-d) . Product drawing 03_226_004 was reviewed during this evaluation. This screwdriver shaft is manufactured from x15tn which is a typical material used to make cannulated screwdriver shafts. The cannulation is necessary to provide precise screw placement via a 1.1mm guidewire. The t8 stardrive geometry at the tip is necessary to engage the t8 stardrive recess in 2.4mm and 3.0mm self-drilling, self-tapping cannulated headless compression screws. The screwdriver shaft is made from x15tn stainless steel, a commonly used high strength, corrosion resistant material common in instrument applications. The design is adequate for its intended use and did not contribute to this complaint. Considering the potential use , common usage of x15tn in similar applications and the low rate of occurrence, it is unlikely that the design was a contributing factor in this broken screwdriver shaft. Therefore, this complaint is invalid from a design perspective. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed. No conclusion could be drawn as the product was not received. Device is an instrument and is not implanted/explanted.

Manufacturer narrative:
Device received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
DHR:the manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate.

Manufacturer narrative:
Manufacturing evaluation: the stardrive t8 tip is broken off; the broken off portion is missing. A completed manufacturing conclusion cannot be presented due to the condition of the product. The hardness values are according to the specifications. This complaint is deemed indeterminate from a manufacturing standpoint.